Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
A complaint was received wherein it was described "spo2 not reading correctly." Additionally, it was reported the "spo2 trunk cable failed." No known impact or consequence to patient was reported.